Event description:
Event description boston scientific, crm received information that this patient presented to the emergency room with a heart rate of 35 bpm. Interrogation of the pacemaker revealed that the device was at its elective replacement indicator (eri) status. The device was emitting a pace; however, the energy was not sufficient to capture the heart. The physician attempted to run a threshold test, but the test would not perform successfully. It was suspected that the device was actually at end of life (eol). This device is part of the hermetic sealing original advisory population, as described in the physician communication on july 18, 2005. This device was explanted and will be returned for analysis. No adverse patient effects were reported.,